Manufacturer narrative:
Insulin pump received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 277 mg/dl at the time of the incident. Customer stated that drive support cap was protruded. Customer stated that the squirting out during priming. The insulin pump will be returned for analysis.